Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 489mg/dl. Troubleshooting was performed. Reviewed the daily totals, basal rates, and bolus history all of them were correct. Ran a fixed prime test and the insulin exited. Performed the high pressure test and passed. The customer stated that when she changed the infusion set a day prior to her hospitalization the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.